Manufacturer narrative:
.

Event description:
Failure to charge. Pump was on battery at time of fault. Patient just advised it wouldn't start up. Nurse not present at time of fault. Wound became wet/soggy and caused some maceration on the skin.

Event description:
Failure to charge. Pump was on battery at time of fault. Patient just advised it wouldn't start up. Nurse not present at time of fault. Wound became wet/soggy and caused some maceration on the skin.